Manufacturer narrative:
Title: complications of radiofrequency ablation for hepatic hemangioma: a multicenter retrospective analysis on 291 cases accepted: 12 july 2021 source: frontiers in oncology (novel insights into the treatment of hcc and liver tumors) volume 11, article 706619. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study assessed the complications associated with radiofrequency ablation (rfa) in the treatment of hepatic hemangioma between 2009 and 2019. It was noted that cooltip act2025 or actc1525 electrodes and rf generator were used for the rfa procedure. There were 304 lesions treated in 291 patients and complications included: three patients in group b had skin burns (grade I) at the edge of the grounding pads; these burns healed spontaneously. Complications of radiofrequency ablation for hepatic hemangioma: a multicenter retrospective analysis on 291 cases, 12 july 2021, frontiers in oncology (novel insights into the treatment of hcc and liver tumors), shilun wu.